Event description:
It was reported, the bronchovideoscope had an error code b30(scope communication error). The issue occurred during preparation for use for a diagnostic tracheoscopy procedure. The intended procedure was completed using the same set of device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There was no delay in the procedure and the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (company representative should be deselected from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of a b30 error was confirmed. It was also discovered that the distal end cover was burnt. Based on the results of the investigation, it is likely that the b30 error occurred due to a defective charged coupled device unit. As the distal end cover was burnt as well, it is likely the user used a high-energy hand instruments (laser, high-frequency, etc.) Without ensuring sufficient distance from the distal end. As a result, the heat from the high-energy hand instruments may have possibly caused the damage to the charged coupled device unit, which resulted in the failure. The following is included in the instructions for use (IFU) pertaining to the b30 error: important information ¿ please read before use a. Warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. B. Warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system a. Inspection of the endoscopic image - confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The instructions for use (IFU) also warns the prevention method associated with the event in IFU operation manual_ using endo therapy accessories a. High-frequency cauterization treatment operation manual_ using endo therapy accessories_ high-frequency cauterization treatment warning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. B. Laser cauterization operation manual_ using endo therapy accessories_ laser cauterization warning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Olympus will continue to monitor field performance for this device.